Event description:
The pt underwent a (tab) transarterial embolization. The target site was not calcified or tortuous. Leakage of air was observed in the catheter hub during the procedure. It was unk if this event occurred during preparation or after inserted in the pt. There was no pt injury during the procedure. The complaint product will be returned for eval. Add'l info indicated that the products were new. Prior to inserting in the pt, the product or packaging damaged was not damaged. The product was stored according to (IFU) instruction for use guidelines. No leak was noticed with the syringe, stopcock, or manifold, only the microcatheter hub. Unk if the same devices were utilized with other devices without any problems. The same transit catheter was not utilized to complete the procedure. There was not add'l info.

Manufacturer narrative:
The product is expected for analysis, but it has not been received/completed. Add'l info will be submitted within 10 days of receipt.